Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronics. The insulin pump had moisture damage on the motor. The insulin pump received with corroded battery tube, cracked case at display window corner, broken battery tube threads, cracked reservoir tube window and missing display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was 160 mg/dl. The customer reported the insulin pump's screen went blank after the moisture exposure. It was also found a constant tone was occuring after the moisture exposure. The customer also stated brown discoloration was present on the battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.